Event description:
It was reported that device shifted and did not seal. The patient was reported to have posterior broccoli left atrial appendage anatomy. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro laa closure device was implanted on (B)(6)2024. At a routine 45 day follow up, it was noted via transesophageal echocardiography (tee) that the device appeared to have at least 1/2 mitral shoulder and had a fabric leak present. The patient was off oral anticoagulant and will get a repeat tee in 45 days. There were no patient complications reported.